Manufacturer narrative:
The customer replaced the central processing unit (cpu) printed circuit board assembly (pcba), reprogrammed the serial number, added the power on hours, and reload the software options successfully to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The remote service engineer (rse) provided the customer with the part number for a user interface (ui) printed circuit board assembly (pcba) and display. The customer received and replaced the ui pcba, but this did not resolve the reported issue. The customer planned to order a central processing unit (cpu) pcba. This investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that the brightness on the display would not increase. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the brightness on the display would not increase. The remote service engineer (rse) provided the customer with the part number for a user interface (ui) printed circuit board assembly (pcba) and display. This investigation is ongoing.